Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the pump did not occlude well. They were using dual tubing and even at full occlusion, it did not seem to move fluid well. They were trying to finish case and remove fluid from tubing and introduce it to the continuous auto transfusion (cat's) device. The perfusionist noticed that he had to occlude the roller pump very far, almost to pump jam to move fluid. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.